Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cuts - outer cheek [skin laceration] graze - cheek near my beard line [skin injury] detaches - oral-b [device breakage] brush head doesn¿t click securely into place - oral-b [device connection issue] case narrative: male consumer via e-mail reported that the oral-b toothbrush head did not click securely into place on the oral-b toothbrush handle and detached mid-use causing multiple cuts to his outer cheek. No serious injury was reported. 16-nov-2024 via image: the concomitant product was oral-b rechargeable toothbrush handle 3772 pro 3 3500 model d505.513.3x. No serious injury was reported. 22-nov-2024 follow-up via e-mail: the concomitant product lot was db21460451. The consumer also reported that his cheek near his beard line was grazed. No serious injury was reported.